Event description:
The customer reported that she was in the hospital for the past five months and wanted to update her address. The customer stated that a package was sent to her while being in the hospital and someone got into it. The caller mentioned that she had a diabetic stroke and troubleshooting was declined as customer did feel tired. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.